Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that angioplasty was performed with a non-abbott thrombectomy system to treat a lesion located in a mildly tortuous, mildly calcified unspecified vessel. There was resistance met when removing the guiding catheter off the supracore guide wire. Once removed it was noted that the distal segment seemed to have outer coating that peeled off. Balloon angioplasty was performed to successfully complete the procedure. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned wire. The difficulty to remove from the guiding catheter (gc) was confirmed. The reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported difficulty to remove, peeling/scratches and noted damages to the guide wire appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.